Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery due to critical pump error (open book image) alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer needed to change battery more often. It was stated that the battery of insulin pump easily depleted and customer needed to change more often. Customer confirmed to have not received any battery related alarms but only notices it every time the color of the icon changes. Customer's most recent incident was from yesterday where he just inserted a new battery and now it was already half the icon. Troubleshooting was performed. Customer stated that they had high blood blood glucose but he was okay and gave himself already a bolus earlier. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.